Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose was 458 mg/dl. The blood glucose levels were 398 mg/dl. Other relevant blood glucose level was 240 mg/dl, 200 mg/dl ,300 mg/dl, 100 mg/dl and 180 mg/dl. Customer treated with insulin pump for high blood glucose. The product will not be returned for analysis.

Manufacturer narrative:
The information provided date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.